Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient was to follow-up with her healthcare professional (hcp) when she returns from (B)(6) later on in (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative on behalf of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was high impedance on electrodes 9, 13, 14, and 15. It was also reported that the battery was moving in the patient towards the axilla and was painful. It was noted that the ins was implanted in the patient¿s left chest. An x-ray was performed on (B)(6) 2017 and no change in the occipital leads was noted by the physician. The ins was reprogrammed using the working electrodes on the lead. No further complications are anticipated.